Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed to her ins removed because the ins moved and was sticking out of her back. The healthcare professional (hcp) stated it was okay as long as it was not breaking through the skin. But the patient also noticed that is stopped helping her and it did not take the pain away. The patient asked her current pain management hcp and he does not do surgeries. The patient also mentioned she had a scheduled MRI which was not to diagnose the device, but they wanted to see if there was any change in her condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.